Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an in-clinic follow up. Upon interrogation, it was observed that the right ventricular lead had an above range impedance and high capture thresholds. Programming changes were made. The patient was stable.